Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary procedure, it was observed that the small battery drive device was operating intermittently. There was a fifteen minute delay in the surgical procedure. It was reported that they were able to complete the surgery with the same device and the surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to have intermittent operation, stopped running when both triggers were pressed, had an upper trigger sticking, failed power bench test, and had corrosion on internal electronic and mechanical components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.